Manufacturer narrative:
An event of leakage was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 25mm trifecta valve was implanted in the tricuspid position. On (B)(6) 2018, tricuspid leakage was confirmed on echocardiogram, and the valve appeared larger than the patient's native annulus. On (B)(6) 2018 the valve was explanted and replaced with an epic valve (model and size unknown). Post-operatively, the patient is reported to be stable.